Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the tail, indicating the sensor was properly inserted. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose and temperature values were observed, indicating that the sensor terminated off body. The returned sensor was further investigated and de-cased. Performed a visual inspection on the returned sensor's pcba (printed circuit board assembly) and no issues were observed. The returned battery voltage was measure to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received a sensor scan result of 50 mg/dl compared to 139 mg/dl result obtained on a competitor brand device. Customer reported requiring unspecified third-party treatment. No further information was provided as customer did not want to continue troubleshooting. There was no report of death or permanent impairment associated with this event.